Manufacturer narrative:
The clinic is reporting this adverse event only and did not request a field service or clinical support. Surgeon reported on (B)(6) 2013 that these problems (reported corneal burns) seem to be coming from the filling of viscoelastic (non-abbott product) which he perform before the phacoemulsification. Placeholder.

Event description:
Surgeon reported having experienced 2 to 3 cases of corneal burns or incision overheats with the new laminar phaco tip 21 gauge. Customer believes these incidents are due to the phaco tip.

Manufacturer narrative:
The manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
Account have not provided a date for event date. Not available as only model was provided. Without lot number manufacturing date cannot be obtained.